Event description:
Additional information not provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3108395): 1)this batch of products were assembled at intima ii auto line 2 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no black foreign matters are found. Please see attachment for the check report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. Since the specific site, status and composition of the black foreign matter cannot be identified, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects. See narrative.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter. The following information was provided by the initial reporter; the patient, female, 5 years old and 5 months old, underwent constrictive tenosynovitis incision under general anesthesia on (B)(6) 2023 due to "5-year flexion deformity of the thumbs of both hands". When establishing a venous channel before the operation, it was found that there was something in the closed indwelling needle if there is a black foreign body, replace the indwelling needle immediately to establish a channel.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.